Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.